Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of manufacturing documentation for the device could not be conducted since the serial number of the device is unknown. The reported event could not be confirmed due to insufficient evidence. There is insufficient information regarding the reported alarm event. Based on the risk documentation and historical review of similar events, a possible root cause of the reported driveline fracture event may be attributed to multiple factors including but not limited to design issues and/or exposure to uv light. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ventricular assist device (vad) had a brief alarm and there was a concern for a fracture of the driveline wire which may require a vad exchange vs splicing of driveline. The patient underwent a vad exchange. No further patient complications were reported as part of the event. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.